Event description:
During a procedure a polarsheath was selected for use. The sheath valve was defective, so air has appeared. No air entered inside the patient. The sheath was replaced to complete the procedure. The sheath is expected to return for analysis. It was further reported that the issue was noticed when sheath was inserted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory.visible blood was observed on the outer surface of the hemostatic valve. The polarsheath also had a valve tear in the bottom right quadrant with the flush line. The polarsheath was then leak tested and failed all functional leak testing, with a leak in the pressure decay test, air in the flush line during the aspiration test and dropping pressure while pressurized at 5.5 psi in hemostasis testing. The sheath handle was disassembled to find the area where the leak occurred. Analysis found a leak coming from the hemostatic valve at the proximal end. There was an off-center puncture away from the valve slits in the hemostatic valve which resulted in the polarsheath leaking.

Event description:
During a procedure a polarsheath was selected for use. The sheath valve was defective, so air has appeared. The sheath was replaced to complete the procedure. The sheath is expected to return for analysis.